Event description:
It was reported that the patient's generator and lead were replaced. The hospital the replacement surgery occurred at historically does not return the devices, so product return is not expected. No additional relevant information has been received to date.

Event description:
It was reported via clinic notes that the magnet was now not effective in aborting the patient¿s seizures. A diagnostic test resulted in high impedance. It was also reported that the patient's generator had migrated and caused soreness for the patient as a result. The patient was referred for replacement and possible full revision due to the high impedance. A review of the programming information showed the patient had high impedance with a system diagnostic test. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.